Manufacturer narrative:
Concomitant medical products: rv02 ventritex lead, implanted (B)(6) 1999; d274trk ICD, implanted (B)(6) 2010.

Event description:
It was reported that the patient's ejection fraction was reduced with left ventricular (lv) pacing. The lv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.